Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
It was reported the patient's ipg stopped working and would not take charge. As a result, the ipg was explanted and replaced on (B)(6) 2017. The issue was resolved.

Event description:
Follow-up revealed the patient did not recharge the ipg as recommended which was the reason why the ipg became inoperable.